Event description:
Received foreign report of patient experiencing burns from easy warm due to use error. (B)(6) 2025: patient had open gall bladder surgery. At almost 20h the patient reported pain and itching in the hip areas and observed burns caused by the blue heating blanket of the plates on both sides. The blanket was on top of the sheet, not skin to skin with the patient. There was another blanked-on top of easy warm, which is against product labeling and IFU. The reported burns at this time were classified as 1st degree and superficial; therefore, the complaint was assessed as not serious. 11apr2025: received notification from spain health authority (agencia española de medicamentos y productos sanitarios (aemps) reference number assigned to this incident is (B)(4): the patient remained in the pacu in the immediate postoperative period after cholecystectomy by subcostal laparotomy, from 11:30 am to approximately 9:00 pm in order to achieve adequate blood pressure levels before being discharged to the hospital ward. Patient had a "self-heating blanket" that was acquired by the unit a few months ago and is placed by nursing staff/tcae in the operating room (who have received information sessions on its correct use) to maintain normothermia in the postoperative period. At about 19h the patient reported itching in the thigh root. Observed three lesions (one at the root of each thigh and another on the pubis) diagnosed as burns, and their morphology and disposition seemed to coincide with the self-heating "bags" of the blanket referred to. The patient confirmed the blanket was not in direct contact with the skin and was wearing a sheet + "self-heating blanket" + blanket over it. The incident was documented and reported to the responsible unit and nursing supervisor, who removed the blanket/use of the device and informed the patient and family members. Photo provided that showed red epidermis layer of the skin. The information was reassessed as not serious. No additional details were provided as to the extent of the burns or required treatment. 04jun2025: received additional information, including photos and medical records for patient in question and treatment history provided for burns. Summarized in b6. Based on additional information received 04jun2025 this event was classified as a serious event associated with use of a molnlycke product and is considered reportable to the us FDA. The provided photos, and treatment information, received 04jun2025 indicate the burns were more severe than originally reported and the patient required medical intervention to preclude permanent impairment or damage.